Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the remote manager lock had fallen off. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section d unique identifier (UDI). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-jun-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the locks were detached. A field service engineer (fse) confirmed there were no system failures initially. However, the customer reported that the door hasp had fallen off multiple times. The investigation revealed that the remote manager (rm) housing was misaligned, preventing the door hasp from closing properly. The fse realigned the rm housing and securely re-mounted the door hasp, restoring proper functionality. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the remote manager lock had fallen off. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.